Event description:
It was reported that the 6800 system c-arm cable pulled out of the sleeve and exposed internal wires. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired the cable and wire assembly. The system was tested and found to be working as intended, and placed back into service.